Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb2 circuit breaker was evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation portion of the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.